Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is hard to read and a magnifying glass must be used to see it. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer is losing their vision and advised customer to contact their doctor to see if they could provide any assistance. Customer declined further troubleshooting.